Manufacturer narrative:
Section a4: patient weight was unable to be provided. This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The customer communicated that no additional information will be provided. A review of the complaint investigation for heartmate ii left ventricular assist device, (B)(6), found no additional information that would alter the current reportability assessment. The investigation findings will be included in the initial regulatory report. The heartmate ii lvas IFU, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death is unknown. The outcome was not considered to be device or therapy related.